Event description:
It was reported that during a procedure involving pt, a 2.0 x 15 opensail balloon catheter was advanced to the lesion. Upon inflation of the balloon catheter it lost pressure at 4 atm. At this point a tiny dissection was noted. A second 2.0 x 15 opensail balloon catheter was used and it appeared to extend the dissection. A stent was then placed to treat the dissection, but the stent did not cover the dissecton and the pt was sent to bypass surgery. The next day the pt had a stroke and died.